Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that patient with an implantable cardioverter defibrillator (ICD) was in atrial fibrillation (af) with rapid ventricular response (rvr) and therapy exhausted. Also, noted atrial undersensing. The field representative will discussed with physician. The device remains in service. No adverse patient effects reported.